Event description:
It was reported that on (B)(6) 2025 the patient underwent cataract surgery, and was implanted with intraocular lenses (iols). After the surgery, the patient experienced various symptoms including how the patient looked. The patient lost more than 4 kg and was in serious trouble. Following the surgical procedure, the patient experienced a range of symptoms, including notable changes in appearance. The patient experienced a weight loss of over 4 kg and was in a critical condition. The patient suspects a discrepancy between the documentation detailing the power of intraocular lenses at the ophthalmology department and the actual power of the iols implanted in their eye. There were no other medical intervention required. Through follow-up, we learned that the patient had monofocal iols implanted targeting distance vision. The patient felt that vision was poor, and had severe headaches, and dizziness, making it hard to open the eyes. As for the vision, the patient could not see well when looking nearby and fell several times. The patient visited another ophthalmologist, but the results showed that the iols had been inserted properly. There was no problem with visual acuity. No further information was provided. Note: a separate report will be filled to report the lens implanted on (B)(6) 2025.

Manufacturer narrative:
Section d4 - model #: unknown, as product serial number was not provided. Section d4 - catalog #: unknown, as product serial number was not provided. Section d4 - serial #: unknown/ not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI #: unknown, as product serial number was not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.